Event description:
The unit was making a loud noise and stopped working. The procedure had to be completed using a competitive device.

Manufacturer narrative:
There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal was broken and one of the housing screws was broken off with part of the screw left inside the unit. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. During testing the volume was tested and performed as intended the unit was left on for fifteen minutes and the unit did not turn off. The ablation and coagulation voltage output readings were within specified ranges. The complaint was not verified and the root cause could not be determined since the device functioned as intended. Factors which can lead to device stopped working include: there may have been a loose foot control assembly or wand connection to the controller which could have caused non-functionality or an issue with the other concomitant devices. There were no indications to suggest the device did not meet product specifications upon release into distribution.